Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had an alert for pacing impedance out of range one month after it was implanted. No further information was known at this time. The system remains in-service, and no adverse patient effects were reported.